Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown foreign healthcare professional regarding a patient with implantable neurostimulator (ins). It was reported there was a technical issue and skin erosion. The event occurred during follow-up and event management included a device revision. The event resulted in hospitalization.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.